Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 0115087. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 1 picture sample was received for evaluation by our quality team. Through examination of the sample, a needle hub, needle and open blister pack was shown. As a physical sample was not returned therefore a thorough investigation for the reported defect could not be completed and a cause for the defect could not be determined. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the needle 18 x 1-1/2 blunt fill experienced a broken needle during use. The following information was provided by the initial reporter: material no. 305180, batch no. 0115087. While drawing up medications from a vial during a code white to intubate a patient. The first blunt fill needle bent while inserting into the vial. The second needle broke while trying to draw up medications. During a code white lvo friday (B)(6) 2020, 2 blunt needles broke while trying to draw up medications to intubate a patient. One needle breaking would be abnormal but 2 back to back is extremely abnormal.